Manufacturer narrative:
Thermogard xp ivtm system s/n #(B)(4) was serviced at customer's site. A visual inspection of the system was performed and found that the suk was broken. No additional visual issues were observed. A review of the event log was performed and found error mid: 09 (air trap assembly) occurred on the reported event date of (B)(6) 2016, thus confirming the reported complaint. Functional testing was performed and found that the liquid leaked inside the air trap sensor block, resulting in the mid:09 error message. Upon cleaning and drying the air trap sensor block to remedy the reported complaint, the functional tests and calibration test were performed. In addition, the electrical safety test was also performed. The system passed functional testing and it verified that the system met all the manufacturing specifications. No errors or anomalies were observed. In summary, the customer reported complaint of the system displayed mid: 09 error was confirmed through review of the event log and functional testing. The root cause was determined to be liquid getting into the air trap sensor block. After cleaning and drying the air trap sensor block remedying the mid: 09 error and allowing the system to function as intended. Customer site.

Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard xp ivtm console ((B)(4)) displayed a mid: 09 (air trap assembly) when the console was powered on. The customer discovered that the air trap of the start-up-kit (suk) was cracked and leaking. The saline leaked inside and destroyed the air trap sensor block, resulting in the mid: 09 error message. Based on the air trap alarm the customer tried to clean and dry the sensor holes, without success. No patient involved during this event.